Event description:
The reporter called and said the inside cap fell off and "dessicant" fell all over the test strips a couple of months ago. He then said that his blood glucose results became erratic for the past ten days and compared his device (234mg/dl) to the doctor's metr (113mg/dl). He did not receive any treatment. The device was replaced and requested to be returned for evaluation.